Event description:
It was reported that the Dexcom G7 sensor was not providing blood glucose readings to the iLet and the pump remained stuck on pairing despite sensor restart, code reentry, G6/G7 toggle, and pump restart, consistent with an intermittent communication failure involving the electrical and magnetic subsystem and antenna components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the Dexcom G7 and the iLet, aligned with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.